Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the anchors and suture have been detached from the needle. No physical damage visible to device imaged. ¿ a visual inspection revealed the device was returned outside of original packaging. The actuator was fully triggered. The t1 anchor was not returned with the device. The t2 anchor and suture were returned and with a frayed end where t1 was supposed to be but removed due to being stuck behind meniscus. A functional evaluation revealed the actuator functions as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair, the ultra fast-fix ts were deployed at the same time. The ts were removed from within the patient. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.